Manufacturer narrative:
Device history record review and complaint history review were not performed based on the low severity of this complaint. The technical investigation concluded that the first communication error was due to a shared memory issue and that the second communication error was due to a vigilance device failure. This type of error can be provoked by a misconnection or, most probably, by an incorrect usage of the foot pedal. However, not enough elements are provided to determine which was at the origin of the device shutdown. (B)(4).

Event description:
The company field service engineer was present for a seeg case. The first complaint occurred when user pressed start on the stand installation screen before registration at 10:25 am and rosa shut down. The second complaint occurred when user was in guidance mode on the touch screen and the sterile user was backing away the arm in free and fast on trajectory 'lt ent #5'- there was a shutdown at 12:35 pm.